Event description:
I was admitted to intensive care unit after experiencing diabetic ketoacidosis symptoms and have photo of the attempts to administer insulin while I was at the emergency room for 6+ hours. Intensive care unit stay was 2+ days.